Event description:
Device was placed at another facility, physician unk in 2009. Pt came in for pe and when examined, the ivc was completed occluded. The filter had tilted and filled with clot. The secondary legs were pointing interior. Lysis of the ivc, and getting CT. Would like to remove the filter, but the hook may be embedded into the wall or clot. Unsure if they can remove because of the secondary legs sticking out. Pt outcome is unk at this time.

Manufacturer narrative:
Catalog # unk as not provided by reporter. Product lot number unk as not provided by reporter. Exp date: unk as lot number is not known. Wce has now evaluated the case reported from the customer based on the provided images. We agree that the filter had tilted and is occluded with a clot. We do not believe the filter leg perforate vena cava wall, we believe the filter is in a tenting situation. This report has been filed and we will continue to monitor for similar cases in the future.